Event description:
A pt was on morphine sulfate while using the pump and experienced an episode of respiratory distress, with a decrease in respiration requiring intubation. The pt stated when he recovered that something malfunctioned with the pump, "it was alarming, beeping", prior to this event.

Manufacturer narrative:
Evaluation results received from outside contractor for reporting hospital. This report concluded the following, "all control, safety, and alarm features function corectly and this pump meets or exceeds the manufacturer's specifications.